Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An iipv event was reported. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was reported that a patient had a drain volume indicative of an increased intra-peritoneal volume (iipv) event. It was determined that the patient¿s prescribed fill volume was approximately 1100ml, the drain volume was 2841ml, and cycle ultrafiltration volume was 1406ml. The technical services representative assisted the patient in bypassing the alarm and ending therapy. The patient would complete therapy later that evening. There was no patient injury or medical intervention associated with this event. No additional information is available.